Event description:
Unemployability/schools; the FDA has allowed non approved covid-19 testing that has resulted in inaccurate testing. This needs to stop immediately as the livelihood of the american people is being affected with layoffs due to quarantining on unapproved testing. Isn't it the FDA to ensure the accuracy and efficacy of this testing? Now our children's school's will soon be affected and this is based on your inefficiency to ensure the testing is even accurate. FDA safety report ID# (B)(4).